Manufacturer narrative:
The complaint product was returned to biosense webster inc.¿s (bwi) product analysis lab (pal) for evaluation. Initial visual analysis observed there was no visual damage or anomalies. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
It was reported that a male patient in their mid-fifties underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. During the procedure, the cavotricuspid ishmus (cti) line ablation was performed. A transseptal puncture was performed with a mobicath transseptal sheath. When mapping the patient¿s left atrium, a drop in the blood pressure was noticed. The physician looked on the intracardiac echocardiography (ice) and cardiac tamponade was confirmed. Pericardiocentesis was performed to remove 300cc of fluid from the pericardial space by an interventional cardiologist. Patient¿s condition improved after pericardial drainage and was reported iin stable condition. It is unknown if extended hospitalization was required as a result of the adverse event. Physician¿s opinion regarding the cause of the adverse event is that it was procedure and patient condition related. Device evaluation details: the device evaluation has been completed. The device was visually inspected and it was found in good conditions. The magnetic, temperature and force features were tested and no issues were observed. In addition, the catheter was deflecting and irrigating correctly. No malfunctions were observed during the product analysis. A manufacturing record evaluation was performed, and no non-conformances related to the reported complaint were identified. The customer complaint cannot be confirmed. The root cause of the adverse event remains unknown. The IFU states that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer¿s ref # (B)(4).

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a male patient in their mid-fifties underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. During the procedure, the cavotricuspid ishmus (cti) line ablation was performed. A transseptal puncture was performed with a mobicath transseptal sheath. When mapping the patient¿s left atrium, a drop in the blood pressure was noticed. The physician looked on the intracardiac echocardiography (ice) and cardiac tamponade was confirmed. Pericardiocentesis was performed to remove 300cc of fluid from the pericardial space by an interventional cardiologist. Patient¿s condition improved after pericardial drainage and was reported iin stable condition. It is unknown if extended hospitalization was required as a result of the adverse event. Physician¿s opinion regarding the cause of the adverse event is that it was procedure and patient condition related. There was no evidence of steam pop during the ablation. Normal flow settings were used with the thermocool® smart touch® sf catheters. No bwi product malfunctions nor error messages from any bwi equipment were reported. The force visualization features used included vector, dashboard display, and visitag. Standard surpoint settings were used for visitags: range: 3mm, time: 3 seconds, force over time (fot): 25% at 3g tag size were used. Tag index was used prospectively as color option.